Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a bed rail attachment. It was reported that instrument will not tighten or loosen. There was no patient involvement. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis: part # 9560524: lot # my21f001. Visual inspection did not reveal any damage to the flex arm. Functional inspection confirmed the instrument wheel would not tighten or loosen. The threads appear to be stripped not allowing the instrument to function correctly. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.